Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while changing out their infusion set. Customer's blood glucose was 143 mg/dl. Customer also reported insulin was squirting out during the manual prime process. It was also found the customer was stuck in the rewind complete/bolus delivery loop. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will not be returned for analysis at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.